Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump involved with this complaint has been returned and evaluated by animas product analysis on (B)(4) 2012 with the following findings: no visible damage to the keypad was observed. Testing confirmed intermittent responses to button presses on the up and down arrow buttons. It was also noted that multiple button presses were required before the up and down arrow buttons would engage. When the keypad cover was removed, contamination under all button contacts was observed.

Event description:
There was no reported patient impact associated with this complaint. It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up and down keypad buttons were intermittently unresponsive when pressed. The patient claimed there was no visible damage to the pump.